Event description:
This device was implanted on (B)(6) 2004 and was explanted on (B)(6) 2009. Patient called patient services on (B)(6) 2011 and stated that his previous device didn't work well and it made him pass out. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).